Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was 33 mg/dl, compared with the sensor glucose reading was 117 mg/dl. The customer treated with toast and juice, advising that he felt okay. He declined troubleshooting assistance for the low blood glucose levels. Nothing further reported.